Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon firing, the clip legs were caught out side of jaw pocket causing a gap on clip apex area during two non-consecutive firing sequences. The remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the internal components were noted to be in good condition; no anomalies were noted. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was on the cystic duct, (3) clips were applied. Before transecting the duct, it was noticed that the 2nd and 3rd clips were not formed properly, pear-shaped. Surgeon checked 1st clip which pulled off of tissue very easily. Requested another device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.